Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the insulin pump had moisture damage and alarmed button error. Customer's mother stated the customer had the insulin pump on and went into the ocean. The insulin pump was no longer working. Customer received a button error and buttons are not responsive. The customer's blood glucose was unknown. Customer stated that she thinks the insulin pump had stopped working the last couple of days, she reported high blood glucose ranging between 500mg/dl-600mg/dl. Customer treated with manual syringe. Advised customer to discontinue the use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces also, moisture damage was found at the electronic assembly and the motor. No button error alarm. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.